Event description:
The hcp reported that the pt required increasing doses of oral narcotics due to a work-related injury. An intrathecal pump was implanted and the catheter was positioned at the t0-t10 level. Over the subsequent 3 months, the drug was increased to 20 mg/day of hydromorphone and 12 mg/day of bupivicaine. The drugs were compounded. The pt noted increasing difficulty walking over a month's period of time. Two days prior to admission, he was unable to walk at all and stayed in bed. When the symptoms persisted, he was brought to the hospital by ambulance. He reported loss of bowel and bladder control with inability to feel his perineum and incontinence. The reflexes in the lower limbs were described as "reduced to absent" with absent plantar response. Lower limb tone was reduced with movement of the limited to left toe curling. He was unable to feel pain and temperature in the perineum and legs. He was noted to have mild lymphocytic pleocytosis of the cerebrospinal fluid. MRI of the spine revealed intramedullary enhancing lesion at t9-t10. The pump and catheter were explanted. Culture of the catheter tip was negative. The patient remains paraplegic two years later.